Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s caregiver experienced difficulty attaching a connector to a cartridge during a supply change, after which they replaced the components and restored function, then requested replacement supplies. Symptoms included no adverse health effects. Outcomes included no clinical impact, no alarms, and no interruption of therapy. Investigation included phone-based troubleshooting and education. Investigation of this case revealed an inability to attach the connector to the cartridge, with normal operation after replacement and no replicable issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.